Event description:
Routine complaint investigation of a precision readings issue in which the customer states that they took five readings one immediately following the other and obtained a 171 mg/dl reading, a 219 mg/dl reading, a 181 mg/dl, a 196 mg/dl, and a 124 mg/dl. The difference between these readings is greater than would be expected and brings into question the precision of the system. No death, serious injury or medical intervention was reported.